Event description:
It was reported that the communicator exhibited difficulties to interrogate on this pacemaker. A boston scientific company representative performed the troubleshooting and discussed with the patient. The issue was referred to higher technical support for further analysis. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.